Event description:
It was reported that during the refill procedure the physician attempted to aspirate the residual drug from the reservoir and found a volume discrepancy. The expected residual volume (erv) was 1.5ml and the actual residual volume (arv) was found to be 7.5ml. The physician suspected a kink or an occlusion in the catheter. A catheter access port (cap) dye study was attempted; however, was unsuccessful since the physician did not have the access port kit and tried to use another needle. No alarms or error messages were recorded in the pump logs and a motor test was performed with negative results; therefore no problems were detected with the motor of the pump. No patient symptoms or injury was reported. A catheter revision was anticipated. The device system was used to deliver ziconotide. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during a revision of the pocket, the healthcare provider (hcp) found a catheter loop kinked. The hcp pulled out the pump, and the catheter was repositioned in the pocket. It was noted that during the revision no disconnection occurred. Following the revision, the patient "now feels well" and there were no discrepancies found in the volume during the refill. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial#: unknown, implanted: (B)(6) 2012, explanted:, product type: catheter. (B)(4).